Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had low blood glucose levels. The blood glucose reading was 65 mg/dl. The customer's mother thought it might be due to the customer's recent adjustments to the insulin pump and that the customer may have miscounted carbohydrates but wasn't sure. No further information was provided.